Event description:
Patient was revised to address higher than normal metal ions.

Manufacturer narrative:
No 510 (k) number provided because this implant was sold internationally with different indications for use; it was sold in the u.s. Under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.